Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the 99% stenosed target lesion located from the moderately tortuous and calcified left circumflex (lcx) artery to the obtuse marginal branch. The lcx main branch was pre-dilated several times with a 2.5mm non-bsc balloon. Then a 2.5x20mm promus element stent was advanced and deployed between 12-16 atms in the distal portion of the target lesion. Next a 2.75x20mm promus element stent was advanced and deployed between 12-16 atms in the proximal portion of the previously placed stent. While withdrawing a guide wire from the side branch, the non-bsc guide catheter deep seated and hit the proximal portion of the 2.75x20mm promus element stent shortening the stent 2-3mm. Bail out treatment placed a 2.75x12mm non-bsc stent over the shortened area. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).